Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon performed a single level fusion at l5s1 6 months previously using expedium verse advanced implants. At the 6 month follow up the surgeon took x rays and noted both the tips of the 6.0 x 50 mm s1 screws had broken. The patient is now experiencing back pain and we are looking to revise the case in the future.